Event description:
It was reported that the patient was not getting pain relief. The patient underwent a procedure wherein the implantable pulse generator (ipg) and spinal cord stimulator (scs) paddle lead were explanted. Additional information was received that explanted devices will not be returned.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in may 20222. Additional suspect medical device component involved in the event: product family: scs-paddle leads upn: m365sc8216500, model: sc-8216-50, serial: (B)(6), batch: 7007297, UDI: (B)(4).

Event description:
It was reported that the patient was not getting pain relief. The patient underwent a procedure wherein the implantable pulse generator (ipg) and spinal cord stimulator (scs) paddle lead were explanted.